Manufacturer narrative:
The product was received for evaluation and the reported issue was confirmed. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported pruitt f3-s polyurethane carotid shunt blue balloon ruptured upon inflation after insertion of the common carotid side of the shunt into the vessel during carotid endarterectomy procedure. They usually uses latex pruitt shunt; however; the nurse didn't realize it was the non-latex when she grabbed the 8f off the shelf, but cst did notice a difference in the texture when prepping. No injury reported to patient.